Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. A visual inspection of (B)(4) retained samples of the same material number and lot number was also performed and no issues were observed. Based on the quality team's investigation, the root cause of this incident cannot be determined. However, a possible root cause can be related to the printer heads tint leaking when the printer station is disabled and not in use. A change was initiated to update the manufacturing procedure so that the printer heads will be removed from the printer station when not being used. Complaints will be tracked and trended. H3 other text : see narrative below.

Event description:
It was reported that 200 more have black specs inside the packaging.

Manufacturer narrative:
(B)(4) initial MDR. A follow up will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that 200 more have black specs inside the packaging.